Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.8, lab: 1.8. Date: (B)(6) 2011, 6.6., 3.9. Date: (B)(6) 2011, 5.4., 3.2. Pt's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 3.8, reference: 1.8, mean: 2.80, confidence limits: 1.7 - 3.8. Inratio2: 6.6., 3.9., 5.25., na. Inratio2: 5.4., 3.2., 4.30., 2.4 - 6.1. Analysis of customer's data revealed that one out of three inratio2 and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 09/21/2011, revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot# 254609: donor 106, ref: 2.40, 1st inr: 2.30, 2nd inr: 2.40, 3rd inr: 2.30. Bias (+/- 1.0) 0.10., 0.00., 0.10. Donor 107: 1.97., 2.30., 2.40., 2.30. Bias (+/- 1.0) -0.33., -0.43., -0.33. At least two out three replicates for both donors are within the allowable bias (+/- 1.0) for accuracy. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) was reached. Due to an increase in discrepant complaints, this issue was escalated to CAPA (B)(4). Add'l info will be provided pending the closure of CAPA (B)(4).